Event description:
Customer states: during use, the pilot balloon broke. Customer confirmed that no fault was identified during pretesting efforts. The info provided suggest that a replacement tube was required. Customer confirmed that no additional harm to the pt.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed; therefore, we are unable to determine the cause for this specific event. We are unable to determine the exact cause for this specific event however, mfg controls are in place to detect related issues and to reduce the potential for occurrence during the mfg process. Info of this nature is included our database and monitored through trending.